Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the screw was stripped on the damaged spine clamp. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site that their spine clamp was damaged. No further details regarding the damage, or how it occurred, were provided. Replacement was requested. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number, now provided. Device manufacturing date now provided.